Event description:
It was reported that during patient treatment, the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref : (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The monitoring pc (printed circuit) board was replaced but not returned for investigation. The pc board was retained by the user facility. Provided ventilator logs did not contain the reported technical error code. Since no parts were returned for investigation, the root cause of the reported technical error code for power error could not be determined.

Event description:
Manufacturer's ref #: 239098.